Event description:
It was reported that the siderail access door was detached and would not latch/lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.